Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.

Event description:
Boston scientific received info that this epicardial lead exhibited high threshold measurements. A revision procedure was performed. The lead was capped and surgically abandoned. A transvenous lead was placed successfully. No adverse pt effects were reported.